Event description:
Pt was getting up out of chair, and she pushed herself up by pushing wt against chair. Chair slid out from underneath her. Brakes only on back wheels, not on front. Brakes were locked.